Manufacturer narrative:
One 72202468 fast-fix 360 curved needle delivery system device returned. The device was returned without t1, t2 or suture. There is slight disfigurement of the needle. There is indication of resistance upon use. The delivery needle is twisted. The depth limiter has flaring at the distal end. Functional test proved that the device still actuates as intended. The IFU states ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.¿ no root cause can be confirmed with regards to the manufacturing of the device.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a meniscal repair procedure t2 deployed prematurely. T1 was removed from the patient and a backup device was utilized to complete the procedure. No patient injury or complications were reported.